Manufacturer narrative:
Report's complete mailing address was not provided.  (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reverse running selection on the compact air drive device did no function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed moved heavily, the bearing was worn out, the motor was too weak and the reverse trigger was defective. The device also failed pretest for check triggers for forward / reverse mode, check for air leak, check air hose coupling and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturing facility was reported as (B)(4) in the initial report, the correct manufacturing facility is (B)(4). If additional information should become available, a supplemental medwatch report will be sent accordingly.